Event description:
It was reported that it was noted that the stent was dislodged together when removing the device from hoop. The physician did not use excessive force when removing the device. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: an analysis of the returned device confirmed that the stent implant had dislodged from the balloon and was returned on the stylet inside the protective sheath. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for this lot was performed and revealed no other incidents reported for stent retention issues. Based on the investigation, no product deficiency was identified.